Event description:
Possible broken sensor wire (distal end retained). Pt removed and discarded the proximal segment. Pt used tweezers to remove the remaining portion of the wire from her skin and discarded the wire segment.

Manufacturer narrative:
Dexcom and FDA agreed during a facility inspection that any broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.